Event description:
Faciliaty alleges blood leak during dialysis. Technician reports fiber leak occurred during 4th use. Pt restarted with new dialyzer. Estimated blood loss 100 cc. No further problems, no pt injury reorted.